Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricular (rv) lead pacing lead tip had broke off in the body during extraction. The lead was explanted and replaced. No additional adverse patient effects were reported.